Event description:
Litigation papers allege patient has suffered the following injuries including but not limited to pain and discomfort at the site of the asr implant. It is further alleged recent blood tests performed on the patient have revealed elevated levels of both chromium and cobalt in her blood stream. Patient has not scheduled an explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.